Event description:
Reportedly, during a follow-up performed on 25 june 2020, prior to a surgical procedure, saturated ventricular lead impedance measurements at 3000 ohms were observed in both unipolar and bipolar lead configurations. No other anomaly was observed and the performed x-ray did not show any irregularities. It was indicated that the patient had not attended any follow-up since may 2019. Preliminary analysis revealed that the reported behavior most probably resulted from a gradual ventricular lead issue or a gradual physiological phenomenon occurring at the implant site.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2020, prior to a surgical procedure, saturated ventricular lead impedance measurements at 3000 ohms were observed in both unipolar and bipolar lead configurations. No other anomaly was observed and the performed x-ray did not show any irregularities. It was indicated that the patient had not attended any follow-up since may 2019. Preliminary analysis revealed that the reported behavior most probably resulted from a gradual ventricular lead issue or a gradual physiological phenomenon occurring at the implant site.